Event description:
Per the clinic, it was reported that the patient was explanted due to requiring multiple MRI scans for an unrelated medical issue (date not reported). There are currently no plans to reimplant the patient as of the date of this report.